Event description:
On (B)(6) 2013, the customer ((B)(6)) indicated that on (B)(6) 2013, the patient was seen by the medical oncologist and the pleurx catheter was noted to be leaking. The patient was then seen on the same day by dr (B)(6), who placed the catheter, to evaluate the leak. The catheter was repaired with dermabond, sealing a small split in the tubing by dr (B)(6). The patient is asymptomatic, with no signs of infection or any other condition. The patient was drained (200cc of straw colored fluid) after the repair without difficulty. The catheter remains in the patient. On (B)(6) 2013, customer ((B)(6)) provided the following additional information: the catheter was placed on (B)(6) 2013 by the interventional radiology department. The patient's diagnosis is stage IV lung cancer. The patient is receiving whole brain radiation therapy. The customer is not aware of any other types of procedures performed with the catheter nor is she aware of anything being noted of the pleurx catheter prior to patient use that would indicate anything was amiss. A photo of the catheter at the location of the split is not available. The lot number is unknown.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, a definitive root cause could not be identified for the reported condition through this investigation as no sample was returned for analysis. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. Although the reported condition could not be confirmed and a definitive root cause could not be determined without a sample being provided, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.